Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was admitted for four days and was discharged at her baseline health level. It was further reported the issues were completely resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at ¿500mcg ml¿ via an implantable pump. A suspected pocket fill at a pump refill was reported. The environmental, external or patient factors that may have led or contributed to the issue was the healthcare provider states difficult to access this patient¿s pump. The diagnostics and troubleshooting performed was they entered reservoir and aspirated. The healthcare provider believed 12ml was injected into the pocket. The healthcare provider stated the patient also immediately showed signs of overdose and was currently admitted with bipap for respiratory support. Per the healthcare provider the patient also was being worked up for other medical issues as well that are unrelated to the pump that maybe exacerbating the patient¿s condition. The actions and interventions taken to resolve the issue was they checked the reservoir volume, attempted to aspirate from the pocket, reduced the pump dose and medical support. Surgical intervention did not occur and was not planned. It was unknown if the issue was resolved at the time of the report.